Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was presented in clinic with infection and endocarditis. Upon further inspection via transesophageal echocardiogram, it was noted that the right ventricular lead had vegetation. According to the physician, the infection is not related to abbott product or abbott product related procedure. The entire pacemaker system was explanted. The patient was in stable condition.